Event description:
Pt implanted in upper and lower vermilion borders. Onset of infection and implant extrusion 02/17/1999. Pt treated 02/15/1999 with duricef and on 03/03/1999 with keflex. Implant explanted in 1999.